Event description:
I have a freestyle 2 continuous glucose monitor that only records readings intermittently. My physician stated this device is not functioning properly. After contacting freestyle product support, they denied there was any problem with the unit. I have changed out multiple sensors, but still get the same results--only intermittent readings. My physician stated to me that this is not an isolated event, she has other patient's on this style monitor that are having the same problem.